Event description:
It was reported that the right atrial (ra) lead had dislodged in the weeks following implant. An attempt was made to reposition the lead but was unsuccessful due to tortuous anatomy near the subclavian vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.